Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor assembly was found corroded. Unable to verify motor error alarms due to blank display. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 265 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.